Manufacturer narrative:
The arthroscopic blade was not returned to ascent for evaluation and the packaging was not saved by the user facility. Therefore the lot number, manufacture date, and expiration date are all unknown. Before release from ascent, reprocessed arthroscopic blades are subjected to multiple inspections and performance tests during the reprocessing operation. Since the complaint device was not returned by the facility for evaluation, the complaint could not be confirmed. However, based on the facilities reported observation and the history of similar reported complaints, the most probabe cause of the failure is due to excessive lateral or "side-loading" forces. Ascent's instructions for use state, "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates."

Event description:
It was reported that during a procedure an arthroscopic blade produced metal shavings. Not all of the shavings were removed. No patient injury was reported.